Event description:
Line was found to have either a crack in the line, or a hole in the line.

Manufacturer narrative:
Complaint investigation (B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. The complainant states "no device is available for evaluation for lot# 1105". Device history review: total of 596 units were made in lot 1105. All finished devices passed in-process, final , and post-sterilization inspection. There have been no other complaints for (B)(4) lot #1105. An examination of the device can not be carried as the used device was not returned to neo medical. Cause is undetermined, complainant states "it is unknown if the device issue, was caused by the end user". This is the second complaint "line leaked" from the same end user (B)(6) in a 30 day period.